Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patients ipg was superficial and bothersome with symptoms of swelling and bruising around the ipg site. The patient underwent a revision procedure wherein the linear lead was replaced with a paddle lead and the ipg was repositioned. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4) batch: (B)(4).